Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had device internal communication error resulting in fault 125.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge field service engineer (fse) stated that customer has decided not to proceed with this repair. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. H3 other text : customer has decided not to proceed with this repair.

Event description:
It was reported that before patient use, the cardiosave intra-aortic balloon pump (iabp) unit had device internal communication error resulting in fault 125. There was no patient involvement.